Event description:
It was reported that an occlusion alarm occurred it was also reported that a cartridge alarm occurred during insulin delivery. Customer loaded a new cartridge to resolve the issue. Customer¿s blood glucose level was "high" , although specific value was not provided. Customer addressed bg level via correction bolus via pump.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.